Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va04v0l, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a lead revision or a lead replacement and there was no alleged product issue. It was unknown if any diagnostic testing or troubleshooting was performed. It was noted that there was a product issue and the issue was resolved and the cause of the event was unknown. The patient status was alive with no injury. It was reported that there were no patient symptoms or complications associated with the event. Additional information received reported that the patient was doing well and had a follow-up appointment in the upcoming weeks. No lead would be returned as it was sent to pathology.